Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging his ipg after being shocked from his home outlet. Device malfunction was suspected. The patient will undergo ipg replacement.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Event description:
A report was received that the patient had difficulty charging his ipg after being shocked from his home outlet. Device malfunction was suspected. The patient will undergo ipg replacement.

Event description:
A report was received that the patient had difficulty charging his ipg after being shocked from his home outlet. Device malfunction was suspected. The patient will undergo ipg replacement.